Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that he had had the insulin pump disconnected for 2.5 hours, and his blood glucose was 390 mg/dl. He stated that he ate and gave himself corrections. He reported that when he went to bed, his blood glucose was in the high 400 mg/dl range. He discontinued use of the insulin pump due to discomfort with the insulin device and with the insertion process, but he declined troubleshooting assistance.